Event description:
Implantable systems post market registry study reported pocket infection, pt symptoms reported were seroma and pain . The system was explanted and not replaced after an implant duration of approximately 3 months. The pump was programmed to infuse morphine sulfate 10mg/ml at 5.193mg/day in a simple continuous infusion mode. The hcp reported the event is ongoing for the pt and the physician and pt would like to reimplant with a new medtronic infusion system in the future.